Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during a hysterectomy procedure, the device became hot and was uncomfortable to hold. A backup device was available to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined.